Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("pathology report inducated that micro essure was found to be protruding to the serosal surface at the myometrial indicating uterine perforation/punctured uterus"), device dislocation ("migration of essure device."), menorrhagia ("abnormally heavy menstrual bleeding"), depression suicidal ("feeling suicidal"), oophorectomy ("oophorectomy"), blindness ("vision loss") and device expulsion ("the left essure coil was visible in the serosa of the uterus") in a 49-year-old female patient who had essure (batch no. A66685) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian cyst, breast lump, tonsillitis, metrorrhagia, high cholesterol, depression, wisdom teeth removal, dermal cyst, cyst, cyst and palpitations. Concurrent conditions included uterine fibroid, fallopian tube leiomyoma, allergic rhinitis, allergic conjunctivitis, lipoma, premature ventricular contractions, palpitations, hyperlipidemia, chest discomfort, libido decreased, hot flashes, atherosclerosis, snoring, migraine, scoliosis, foot pain and body mass index normal. Family history included osteoporosis, hypertension, diabetes and coronary artery disease. Concomitant products included aciclovir (acyclovir [aciclovir]) since (B)(6) 2012, aciclovir (zovirax) since 2009, amitriptyline, atorvastatin calcium (lipitor) since (B)(6) 2015, eugynon (quasense) since (B)(6) 2011, eugynon (seasonique) since 2008, gabapentin, ibuprofen (advil) since 2008, loratadine (claritin), metolazone (metenix) since (B)(6) 2015, naproxen since (B)(6) 2015, ondansetron, pregabalin (lyrica), propranolol since (B)(6) 2015, sumatriptan (imitrex) since (B)(6) 2011, venlafaxine (effexor) and venlafaxine since (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),") and vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced headache ("severe headaches"), fatigue ("fatigue"), dyspareunia ("painful intercourse that became so severe as to be prohibitive"), alopecia ("hair loss") and migraine ("migraines"). In (B)(6) 2014, the patient experienced dysgeusia ("metallic taste in mouth"), myalgia ("sore leg muscles"), pruritus ("itchy"), pain of skin ("sensitive skin"), insomnia ("insomnia"), dyspepsia ("heartburn"), flatulence ("abdominal gas"), abdominal distension ("abdominal bloating"), muscle spasms ("muscle spasms"), pain in extremity ("sharp, shooting foot pain"), cardiovascular disorder ("problems with vascular circulation"), onychoclasis ("splitting nails"), dental caries ("tooth decay"), depression ("depression") and anxiety ("anxiety"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and oophorectomy (seriousness criterion medically significant). On (B)(6) 2016, the patient underwent uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and oophorectomy (seriousness criterion medically significant). In may 2016, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), depression suicidal (seriousness criterion medically significant), blindness (seriousness criterion medically significant), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe, lower abdominal pain / abdominal cramping when not menstruating"), balance disorder ("imbalance resulting in two injurious falls"), weight increased ("weight gain"), rash ("skin rashes on neck"), feeling abnormal ("brain fog / feeling crazy"), night sweats ("night sweats"), dizziness ("dizziness"), fall ("imbalance resulting in two injurious falls"), seasonal allergy ("multiple new allergies to several species of grass, weeds, trees, and cats"), joint injury ("elbow injuries"), back pain ("back pain"), adenomyosis ("adenomyosis of the uterus") with pelvic pain, allergy to animal ("multiple new allergies to several species of grass, weeds, trees, and cats"), panic attack ("panic attacks"), mood swings ("mood swings"), chloasma ("melesma"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), paraesthesia ("paresthesia"), vision blurred ("blurriness"), visual impairment ("black patches or spots from sides"), nervous system disorder ("neurological problem"), loss of libido ("complete loss of libido"), restless legs syndrome ("restless leg"), malaise ("sick") and mobility decreased ("mobility problem"). The patient was treated with surgery (total hysterectomy with bilateral salpingo-oophorectomy), surgery (total hysterectomy with bilateral salpingo-oophorectomy), surgery (endometrial ablation), surgery (bilateral removal of ovaries), surgery (total hysterectomy with bilateral salpingo-oophorectomy laparoscopic colpopexy diagnostic cystoscopy), physical therapy (therapy) and physical therapy (therapy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, menorrhagia, depression suicidal, oophorectomy, blindness, device expulsion, balance disorder, fatigue, weight increased, dyspareunia, rash, night sweats, nausea, dizziness, fall, dysgeusia, myalgia, pruritus, pain of skin, insomnia, dyspepsia, flatulence, muscle spasms, pain in extremity, cardiovascular disorder, onychoclasis, alopecia, dental caries, depression, anxiety, seasonal allergy, joint injury, back pain, adenomyosis, mood swings, chloasma, bladder disorder, urinary tract disorder, tooth disorder, paraesthesia, vaginal discharge, vision blurred, visual impairment, nervous system disorder, loss of libido, restless legs syndrome, malaise and mobility decreased outcome was unknown, the abdominal pain lower, feeling abnormal and dysmenorrhoea had resolved, the headache had not resolved and the abdominal distension, allergy to animal, panic attack and migraine was resolving. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, allergy to animal, alopecia, anxiety, back pain, balance disorder, bladder disorder, blindness, cardiovascular disorder, chloasma, dental caries, depression, depression suicidal, device dislocation, device expulsion, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, fall, fatigue, feeling abnormal, fibromyalgia, flatulence, headache, insomnia, joint injury, loss of libido, malaise, menorrhagia, migraine, mobility decreased, mood swings, muscle spasms, myalgia, nausea, nervous system disorder, night sweats, onychoclasis, oophorectomy, pain in extremity, pain of skin, panic attack, paraesthesia, pruritus, rash, restless legs syndrome, seasonal allergy, tooth disorder, urinary tract disorder, uterine perforation, vaginal discharge, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: postoperatively, she was diagnosed with pelvic pain, as well as adenomyosis of the uterus. Additionally, the surgical pathology report indicated that the left essure micro-insert was found to be "protruding to the serosal surface at the myometrial insertion site," indicating perforation of the uterus. Unfortunately, since her removal surgery, only some her symptoms have resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Ultrasound scan - on (B)(6) 2013: full occlusion of tubes she underwent: countles lab tests; mris and x-rays of the back, lumbar spine, pelvis, and abdômen. On (B)(6) 2016 she underwent a diagnostic cystoscopy, laparoscopic and colpopexy. The surgical pathology report indicated that the left essure® micro-insert was found to be "protruding to the serosal surface at the myometrial insertion site," indicating perforation of the utrerus. On (B)(6) 2013 patient underwent transvaginal ultrasound. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain, device expulsion ¿concerning the injuries reported in this case, the following one/ones were described in social media : loss of libido, restless legs syndrome, malaise, mobility decreased" most recent follow-up information incorporated above includes: on 7-jun-2018: events- "restless leg, complete loss of libido, sick, mobility problem" added from social media report. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("pathology report inducated that micro essure was found to be protruding to the serosal surface at the myometrial indicating uterine perforation/punctured uterus"), menorrhagia ("abnormally heavy menstrual bleeding"), depression suicidal ("feeling susidal"), oophorectomy ("oophorectomy"), blindness ("vision loss") and device expulsion ("the left essure coil was visible in the serosa of the uterus") in a 49-year-old female patient who had essure (batch no. A66685) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian cyst, breast lump, tonsillitis, metrorrhagia, high cholesterol, depression, wisdom teeth removal, dermal cyst, cyst, cyst and palpitations. Concurrent conditions included uterine fibroid, fallopian tube leiomyoma, allergic rhinitis, allergic conjunctivitis, lipoma, premature ventricular contractions, palpitations, hyperlipidemia, chest discomfort, libido decreased, hot flashes, atherosclerosis, snoring, migraine, scoliosis, foot pain and body mass index normal. Family history included osteoporosis, hypertension, diabetes and coronary artery disease. Concomitant products included aciclovir (acyclovir [aciclovir]) since (B)(6) 2012, aciclovir (zovirax) since 2009, atorvastatin calcium (lipitor) since (B)(6)2015, eugynon (quasense) since (B)(6)2011, eugynon (seasonique) since 2008, metolazone (metenix) since (B)(6)2015, naproxen since (B)(6)2015, propranolol since (B)(6)2015, sumatriptan (imitrex) since (B)(6)2011 and venlafaxine since (B)(6)2015. On (B)(6)2013, the patient had essure inserted. On the same day, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),") and vaginal discharge ("vaginal discharge"). On(B)(6)2013, the patient experienced headache ("severe headaches"), fatigue ("fatigue"), dyspareunia ("painful intercourse that became so severe as to be prohibitive"), alopecia ("hair loss") and migraine ("migraines"). In january 2014, the patient experienced dysgeusia ("metallic taste in mouth"), myalgia ("sore leg muscles"), pruritus ("itchy"), pain of skin ("sensitive skin"), insomnia ("insomnia"), dyspepsia ("heartburn"), flatulence ("abdominal gas"), abdominal distension ("abdominal bloating"), muscle spasms ("muscle spasms"), pain in extremity ("sharp, shooting foot pain"), cardiovascular disorder ("problems with vascular circulation"), onychoclasis ("splitting nails"), dental caries ("tooth decay"), depression ("depression") and anxiety ("anxiety"). On(B)(6)2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and oophorectomy (seriousness criterion medically significant). On (B)(6)2016, the patient underwent uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and oophorectomy (seriousness criterion medically significant). In may 2016, the patient experienced fibromyalgia ("fibromyalgia"). On(B)(6)2016, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), depression suicidal (seriousness criterion medically significant), blindness (seriousness criterion medically significant), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe, lower abdominal pain / abdominal cramping when not menstruating"), balance disorder ("imbalance resulting in two injurious falls"), weight increased ("weight gain"), rash ("skin rashes on neck"), feeling abnormal ("brain fog / feeling crazy"), night sweats ("night sweats"), dizziness ("dizziness"), fall ("imbalance resulting in two injurious falls"), seasonal allergy ("multiple new allergies to several species of grass, weeds, trees, and cats"), joint injury ("elbow injuries"), back pain ("back pain"), adenomyosis ("adenomyosis of the uterus") with pelvic pain, allergy to animal ("multiple new allergies to several species of grass, weeds, trees, and cats"), panic attack ("panic attacks"), mood swings ("mood swings"), chloasma ("melesma"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), paraesthesia ("paresthesia"), vision blurred ("blurriness") and visual impairment ("black patches or spots from sides"). The patient was treated with surgery (total hysterectomy with bilateral salpingo-oophorectomy), surgery (endometrial ablation), surgery (bilateral removal of ovaries), surgery (total hysterectomy with bilateral salpingo-oophorectomy laparoscopic colpopexy diagnostic cystoscopy), physical therapy (therapy) and physical therapy (therapy). Essure was removed on(B)(6)2016. At the time of the report, the uterine perforation, menorrhagia, depression suicidal, oophorectomy, blindness, device expulsion, balance disorder, fatigue, weight increased, dyspareunia, rash, feeling abnormal, night sweats, nausea, dizziness, fall, dysgeusia, myalgia, pruritus, pain of skin, insomnia, dyspepsia, flatulence, abdominal distension, muscle spasms, pain in extremity, cardiovascular disorder, onychoclasis, alopecia, dental caries, depression, anxiety, seasonal allergy, joint injury, back pain, adenomyosis, mood swings, chloasma, bladder disorder, urinary tract disorder, tooth disorder, paraesthesia, dysmenorrhoea, vaginal discharge, vision blurred and visual impairment outcome was unknown, the abdominal pain lower had resolved, the headache and migraine had not resolved and the allergy to animal and panic attack was resolving. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, allergy to animal, alopecia, anxiety, back pain, balance disorder, bladder disorder, blindness, cardiovascular disorder, chloasma, dental caries, depression, depression suicidal, device expulsion, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, fall, fatigue, feeling abnormal, fibromyalgia, flatulence, headache, insomnia, joint injury, menorrhagia, migraine, mood swings, muscle spasms, myalgia, nausea, night sweats, onychoclasis, oophorectomy, pain in extremity, pain of skin, panic attack, paraesthesia, pruritus, rash, seasonal allergy, tooth disorder, urinary tract disorder, uterine perforation, vaginal discharge, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: postoperatively, she was diagnosed with pelvic pain, as well as adenomyosis of the uterus. Additionally, the surgical pathology report indicated that the left essure micro-insert was found to be "protruding to the serosal surface at the myometrial insertion site," indicating perforation of the uterus. Unfortunately, since her removal surgery, only some her symptoms have resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Ultrasound scan - on (B)(6)2013: full occlusion of tubes she underwent: countles lab tests; mris and x-rays of the back, lumbar spine, pelvis, and abdômen. On (B)(6)2016 she underwent a diagnostic cystoscopy, laparoscopic and colpopexy. The surgical pathology report indicated that the left essure® micro-insert was found to be "protruding to the serosal surface at the myometrial insertion site," indicating perforation of the utrerus. On (B)(6)2013 patient underwent transvaginal ultrasound ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain, device expulsion most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received, reporter added, patient concomitant condition added, concomitant drug added, lot number received, events added as follows:- panick attack, mood swings, depression suicidal, chloasma, bladder disorder, urinary tract disorder, migraine, tooth disorder, paraesthesia,dysmenorrhoea,oophorectomy, vaginal discharge, blindness, vision blurred, visual impairment, abdominal pain incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('pathology report indicated that micro essure was found to be protruding to the serosal surface at the myometrial indicating uterine perforation/punctured uterus'), device dislocation ('migration of essure device.'), menorrhagia ('abnormally heavy menstrual bleeding'), depression suicidal ('feeling suicidal'), oophorectomy ('oophorectomy'), blindness ('vision loss') and device expulsion ('the left essure coil was visible in the serosa of the uterus') in a 49-year-old female patient who had essure (batch no. A66685) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, breast lump, tonsillitis, metrorrhagia, high cholesterol, depression, wisdom teeth removal, dermal cyst, cyst, cyst and palpitations. *she underwent: countless lab tests; mris and x-rays of the back, lumbar spine, pelvis, and abdomen. On (B)(6) 2016 she underwent a diagnostic cystoscopy, laparoscopic and colpopexy. The surgical pathology report indicated that the left essure® micro-insert was found to be "protruding to the serosal surface at the myometrial insertion site," indicating perforation of the uterus. On (B)(6) 2013 patient underwent transvaginal ultrasound. Concurrent conditions included uterine fibroid, fallopian tube leiomyoma, allergic rhinitis, allergic conjunctivitis, lipoma, premature ventricular contractions, palpitations, hyperlipidemia, chest discomfort, libido decreased, hot flashes, atherosclerosis, snoring, migraine, scoliosis, foot pain and body mass index normal. Family history included osteoporosis, hypertension, diabetes and coronary artery aneurysm. Concomitant products included aciclovir (acyclovir) since (B)(6) 2012, aciclovir since 2009, amitriptyline, atorvastatin calcium (lipitor) since (B)(6) 2015, ethinylestradiol;levonorgestrel (quasense) since (B)(6) 2011, ethinylestradiol;levonorgestrel (seasonique) since 2008, gabapentin, ibuprofen since 2008, loratadine (claritin), metolazone (metenix) since (B)(6) 2015, naproxen since (B)(6) 2015, ondansetron, pregabalin (lyrica), propranolol since (B)(6) 2015, sumatriptan (imitrex) since (B)(6) 2011, venlafaxine hydrochloride (effexor) and venlafaxine since (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),") and vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced headache ("severe headaches"), fatigue ("fatigue"), dyspareunia ("painful intercourse that became so severe as to be prohibitive"), alopecia ("hair loss") and migraine ("migraines"). In (B)(6) 2014, the patient experienced dysgeusia ("metallic taste in mouth"), myalgia ("sore leg muscles"), pruritus ("itchy"), sensitive skin ("sensitive skin"), insomnia ("insomnia"), dyspepsia ("heartburn"), flatulence ("abdominal gas/gas pain"), abdominal distension ("abdominal bloating"), muscle spasms ("muscle spasms"), pain in extremity ("sharp, shooting foot pain"), cardiovascular disorder ("problems with vascular circulation"), onychoclasis ("splitting nails"), dental caries ("tooth decay"), depression ("depression") and anxiety ("anxiety"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and underwent oophorectomy (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), depression suicidal (seriousness criterion medically significant), blindness (seriousness criterion medically significant), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe, lower abdominal pain / abdominal cramping when not menstruating"), balance disorder ("imbalance resulting in two injurious falls"), rash ("skin rashes on neck"), feeling abnormal ("brain fog / feeling crazy"), night sweats ("night sweats"), dizziness ("dizziness"), fall ("imbalance resulting in two injurious falls"), seasonal allergy ("multiple new allergies to several species of grass, weeds, trees, and cats"), joint injury ("elbow injuries"), back pain ("back pain"), adenomyosis ("adenomyosis of the uterus") with pelvic pain, allergy to animal ("multiple new allergies to several species of grass, weeds, trees, and cats"), panic attack ("panic attacks"), mood swings ("mood swings"), chloasma ("melesma"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), paraesthesia ("paresthesia"), vision blurred ("blurriness"), visual impairment ("black patches or spots from sides"), nervous system disorder ("neurological problem"), loss of libido ("complete loss of libido"), restless legs syndrome ("restless leg"), malaise ("sick"), mobility decreased ("mobility problem") and dyspnoea ("I couldn't breath") and was found to have weight increased ("weight gain"). The patient was treated with physical therapy (therapy) and surgery (bilateral removal of ovaries, endometrial ablation, total hysterectomy with bilateral salpingo-oophorectomy and total hysterectomy with bilateral salpingo-oophorectomy laparoscopic colpopexy diagnostic cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, menorrhagia, depression suicidal, oophorectomy, blindness, device expulsion, balance disorder, fatigue, weight increased, dyspareunia, rash, night sweats, nausea, dizziness, fall, dysgeusia, myalgia, pruritus, sensitive skin, insomnia, dyspepsia, flatulence, muscle spasms, pain in extremity, cardiovascular disorder, onychoclasis, alopecia, dental caries, depression, anxiety, seasonal allergy, joint injury, back pain, adenomyosis, mood swings, chloasma, bladder disorder, urinary tract disorder, tooth disorder, paraesthesia, vaginal discharge, vision blurred, visual impairment, nervous system disorder, loss of libido, restless legs syndrome, malaise, mobility decreased and dyspnoea outcome was unknown, the abdominal pain lower, feeling abnormal and dysmenorrhoea had resolved, the headache had not resolved and the abdominal distension, allergy to animal, panic attack and migraine was resolving. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, allergy to animal, alopecia, anxiety, back pain, balance disorder, bladder disorder, blindness, cardiovascular disorder, chloasma, dental caries, depression, depression suicidal, device dislocation, device expulsion, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, dyspnoea, fall, fatigue, feeling abnormal, fibromyalgia, flatulence, headache, insomnia, joint injury, loss of libido, malaise, menorrhagia, migraine, mobility decreased, mood swings, muscle spasms, myalgia, nausea, nervous system disorder, night sweats, onychoclasis, oophorectomy, pain in extremity, panic attack, paraesthesia, pruritus, rash, restless legs syndrome, seasonal allergy, sensitive skin, tooth disorder, urinary tract disorder, uterine perforation, vaginal discharge, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: postoperatively, she was diagnosed with pelvic pain, as well as adenomyosis of the uterus. Additionally, the surgical pathology report indicated that the left essure micro-insert was found to be "protruding to the serosal surface at the myometrial insertion site," indicating perforation of the uterus. Unfortunately, since her removal surgery, only some her symptoms have resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Ultrasound scan - on (B)(6) 2013: results: full occlusion of tubes. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain, device expulsion. Concerning the injuries reported in this case, the following one/ones were described in social media : loss of libido, restless legs syndrome, malaise, mobility decreased and dyspnoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: social media received. Event added: I couldn't breath. Event clubbed: abdominal gas/gas pain. Reporters added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("pathology report "indicated" that micro essure was found to be protruding to the serosal surface at the myometrial indicating uterine perforation/punctured uterus"), device dislocation ("migration of essure device."), menorrhagia ("abnormally heavy menstrual bleeding"), depression suicidal ("feeling suicidal"), oophorectomy ("oophorectomy"), blindness ("vision loss") and device expulsion ("the left essure coil was visible in the serosa of the uterus") in a 49-year-old female patient who had essure (batch no. A66685) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, breast lump, tonsillitis, metrorrhagia, high cholesterol, depression, wisdom teeth removal, dermal cyst, cyst, cyst and palpitations. Concurrent conditions included uterine fibroid, fallopian tube leiomyoma, allergic rhinitis, allergic conjunctivitis, lipoma, premature ventricular contractions, palpitations, hyperlipidemia, chest discomfort, libido decreased, hot flashes, atherosclerosis, snoring, migraine, scoliosis, foot pain and body mass index normal. Family history included osteoporosis, hypertension, diabetes and coronary artery aneurysm. Concomitant products included aciclovir (acyclovir) since (B)(6) 2012, aciclovir since 2009, amitriptyline, atorvastatin calcium (lipitor) since (B)(6) 2015, ethinylestradiol;levonorgestrel (quasense) since (B)(6) 2011, ethinylestradiol;levonorgestrel (seasonique) since 2008, gabapentin, ibuprofen since 2008, loratadine (claritin), metolazone (metenix) since (B)(6) 2015, naproxen since (B)(6) 2015, ondansetron, pregabalin (lyrica), propranolol since (B)(6) 2015, sumatriptan (imitrex) since (B)(6) 2011, venlafaxine hydrochloride (effexor) and venlafaxine since (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),") and vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced headache ("severe headaches"), fatigue ("fatigue"), dyspareunia ("painful intercourse that became so severe as to be prohibitive"), alopecia ("hair loss") and migraine ("migraines"). In (B)(6) 2014, the patient experienced dysgeusia ("metallic taste in mouth"), myalgia ("sore leg muscles"), pruritus ("itchy"), sensitive skin ("sensitive skin"), insomnia ("insomnia"), dyspepsia ("heartburn"), flatulence ("abdominal gas"), abdominal distension ("abdominal bloating"), muscle spasms ("muscle spasms"), pain in extremity ("sharp, shooting foot pain"), cardiovascular disorder ("problems with vascular circulation"), onychoclasis ("splitting nails"), dental caries ("tooth decay"), depression ("depression") and anxiety ("anxiety"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and underwent oophorectomy (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), depression suicidal (seriousness criterion medically significant), blindness (seriousness criterion medically significant), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe, lower abdominal pain / abdominal cramping when not menstruating"), balance disorder ("imbalance resulting in two injurious falls"), rash ("skin rashes on neck"), feeling abnormal ("brain fog / feeling crazy"), night sweats ("night sweats"), dizziness ("dizziness"), fall ("imbalance resulting in two injurious falls"), seasonal allergy ("multiple new allergies to several species of grass, weeds, trees, and cats"), joint injury ("elbow injuries"), back pain ("back pain"), adenomyosis ("adenomyosis of the uterus") with pelvic pain, allergy to animal ("multiple new allergies to several species of grass, weeds, trees, and cats"), panic attack ("panic attacks"), mood swings ("mood swings"), chloasma ("melesma"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), paraesthesia ("paresthesia"), vision blurred ("blurriness"), visual impairment ("black patches or spots from sides"), nervous system disorder ("neurological problem"), loss of libido ("complete loss of libido"), restless legs syndrome ("restless leg"), malaise ("sick") and mobility decreased ("mobility problem") and was found to have weight increased ("weight gain"). The patient was treated with physical therapy (therapy) and surgery (bilateral removal of ovaries, endometrial ablation, total hysterectomy with bilateral salpingo-oophorectomy and total hysterectomy with bilateral salpingo-oophorectomy laparoscopic colpopexy diagnostic cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, menorrhagia, depression suicidal, oophorectomy, blindness, device expulsion, balance disorder, fatigue, weight increased, dyspareunia, rash, night sweats, nausea, dizziness, fall, dysgeusia, myalgia, pruritus, sensitive skin, insomnia, dyspepsia, flatulence, muscle spasms, pain in extremity, cardiovascular disorder, onychoclasis, alopecia, dental caries, depression, anxiety, seasonal allergy, joint injury, back pain, adenomyosis, mood swings, chloasma, bladder disorder, urinary tract disorder, tooth disorder, paraesthesia, vaginal discharge, vision blurred, visual impairment, nervous system disorder, loss of libido, restless legs syndrome, malaise and mobility decreased outcome was unknown, the abdominal pain lower, feeling abnormal and dysmenorrhoea had resolved, the headache had not resolved and the abdominal distension, allergy to animal, panic attack and migraine was resolving. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, allergy to animal, alopecia, anxiety, back pain, balance disorder, bladder disorder, blindness, cardiovascular disorder, chloasma, dental caries, depression, depression suicidal, device dislocation, device expulsion, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, fall, fatigue, feeling abnormal, fibromyalgia, flatulence, headache, insomnia, joint injury, loss of libido, malaise, menorrhagia, migraine, mobility decreased, mood swings, muscle spasms, myalgia, nausea, nervous system disorder, night sweats, onychoclasis, oophorectomy, pain in extremity, panic attack, paraesthesia, pruritus, rash, restless legs syndrome, seasonal allergy, sensitive skin, tooth disorder, urinary tract disorder, uterine perforation, vaginal discharge, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: postoperatively, she was diagnosed with pelvic pain, as well as adenomyosis of the uterus. Additionally, the surgical pathology report indicated that the left essure micro-insert was found to be "protruding to the serosal surface at the myometrial insertion site," indicating perforation of the uterus. Unfortunately, since her removal surgery, only some her symptoms have resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Ultrasound scan - on (B)(6) 2013: results: full occlusion of tubes. She underwent: "countless" lab tests; mris and x-rays of the back, lumbar spine, pelvis, and "abdomen". On (B)(6) 2016 she underwent a diagnostic cystoscopy, laparoscopic and colpopexy. The surgical pathology report indicated that the left essure® micro-insert was found to be "protruding to the serosal surface at the myometrial insertion site," indicating perforation of the "uterus". On (B)(6) 2013 patient underwent transvaginal ultrasound. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain, device expulsion. ¿concerning the injuries reported in this case, the following one/ones were described in social media : loss of libido, restless legs syndrome, malaise, mobility decreased". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pain/ pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and ectopic pregnancy with contraceptive device ("pregnancy (ectopic)") in a 23-year-old female patient who had essure (batch no. B53036) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system inserted. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii, parity 1, c-section (baby born with hip displaced) and endometriosis in 2015. Previously administered products included for an unreported indication: mirena from (B)(6) 2012 to (B)(6) 2013, ortho low from 2009 to (B)(6) 2011 and depo provera from 2007 to 2009. Past adverse reactions to the above products included adverse event with depo provera; and pregnancy with ortho low. Concurrent conditions included obesity, pelvic adhesions since 2015, polycystic ovarian syndrome since 2018 and paratubal cyst. Concomitant products included escitalopram oxalate (lexapro), medroxyprogesterone (depo provera) and vitamins. On an unknown date, the patient had mirena inserted, releasing product at daily dose 20 mcg/24hr. In 2013, the patient experienced abdominal pain ("abdominal pain and cramps/ abdominal pain") and the first episode of dyspareunia ("painful intercourse"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced allergy to metals ("allergic or hypersensitivity reaction (nickel allergy)"), endometriosis ("endometriosis"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), depression ("depressed"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced weight increased ("weight gain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with oxycocet (percocet) and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2015. Mirena was removed. At the time of the report, the pelvic pain, genital haemorrhage, vaginal discharge, depression, vulvovaginal pain, abdominal pain lower, ectopic pregnancy with contraceptive device, allergy to metals, endometriosis, nausea, dysmenorrhoea, the last episode of dyspareunia and fatigue outcome was unknown, the abdominal pain had not resolved and the weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, endometriosis, fatigue, genital haemorrhage, nausea, pelvic pain, vaginal discharge, vulvovaginal pain, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, endometriosis, fatigue, genital haemorrhage, nausea, vaginal discharge, vulvovaginal pain, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be unrelated to mirena. The reporter considered pelvic pain to be related to mirena. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain". Most recent follow-up information incorporated above includes: on 4-apr-2018: medical record was received. Reporter information, concomitant disease, lot number were added from mr. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("pathology report inducated that micro essure was found to be protruding to the serosal surface at the myometrial indicating uterine perforation"), menorrhagia ("abnormally heavy menstrual bleeding") and device expulsion ("the left essure coil was visible in the serosa of the uterus") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian cyst, breast lump, tonsillitis, metrorrhagia, high cholesterol, depression and wisdom teeth removal. Concurrent conditions included uterine fibroid, fallopian tube leiomyoma, allergic rhinitis, allergic conjunctivitis, lipoma, premature ventricular contractions, palpitations, hyperlipidemia, chest discomfort, libido decreased, hot flashes, atherosclerosis, snoring, migraine, scoliosis and foot pain. Family history included osteoporosis, hypertension, diabetes and coronary artery disease. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysgeusia ("metallic taste in mouth"), myalgia ("sore leg muscles"), pruritus ("itchy"), pain of skin ("sensitive skin"), insomnia ("insomnia"), dyspepsia ("heartburn"), flatulence ("abdominal gas"), abdominal distension ("abdominal bloating"), muscle spasms ("muscle spasms"), pain in extremity ("sharp, shooting foot pain"), cardiovascular disorder ("problems with vascular circulation"), onychoclasis ("splitting nails"), alopecia ("hair loss"), dental caries ("tooth decay"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2016, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe, lower abdominal pain / abdominal cramping when not menstruating"), balance disorder ("imbalance resulting in two injurious falls"), headache ("severe headaches"), fatigue ("fatigue"), weight increased ("weight gain"), dyspareunia ("painful intercourse that became so severe as to be prohibitive"), rash ("skin rashes on neck"), feeling abnormal ("brain fog"), night sweats ("night sweats"), nausea ("nausea"), dizziness ("dizziness"), fall ("imbalance resulting in two injurious falls"), seasonal allergy ("multiple new allergies to several species of grass, weeds, trees, and cats"), joint injury ("elbow injuries"), back pain ("back pain"), adenomyosis ("adenomyosis of the uterus") with pelvic pain and allergy to animal ("multiple new allergies to several species of grass, weeds, trees, and cats"). The patient was treated with surgery (total hysterectomy with bilateral salpingo-oophorectomy), surgery (endometrial ablation), surgery (total hysterectomy with bilateral salpingo-oophorectomy laparoscopic colpopexy diagnostic cystoscopy), physical therapy (therapy) and physical therapy (therapy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, menorrhagia, device expulsion, abdominal pain lower, balance disorder, headache, fatigue, weight increased, dyspareunia, rash, feeling abnormal, night sweats, nausea, dizziness, fall, dysgeusia, myalgia, pruritus, pain of skin, insomnia, dyspepsia, flatulence, abdominal distension, muscle spasms, pain in extremity, cardiovascular disorder, onychoclasis, alopecia, dental caries, depression, anxiety, seasonal allergy, joint injury, back pain and adenomyosis outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, allergy to animal, alopecia, anxiety, back pain, balance disorder, cardiovascular disorder, dental caries, depression, device expulsion, dizziness, dysgeusia, dyspareunia, dyspepsia, fall, fatigue, feeling abnormal, fibromyalgia, flatulence, headache, insomnia, joint injury, menorrhagia, muscle spasms, myalgia, nausea, night sweats, onychoclasis, pain in extremity, pain of skin, pruritus, rash, seasonal allergy, uterine perforation and weight increased to be related to essure. The reporter commented: postoperatively, she was diagnosed with pelvic pain, as well as adenomyosis of the uterus. Additionally, the surgical pathology report indicated that the left essure micro-insert was found to be "protruding to the serosal surface at the myometrial insertion site," indicating perforation of the uterus. Unfortunately, since her removal surgery, only some her symptoms have resolved. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2013: full occlusion of tubes she underwent: countles lab tests; mris and x-rays of the back, lumbar spine, pelvis, and abdômen. On (B)(6) 2016 she underwent a diagnostic cystoscopy, laparoscopic and colpopexy. The surgical pathology report indicated that the left essure® micro-insert was found to be "protruding to the serosal surface at the myometrial insertion site," indicating perforation of the utrerus. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain, device expulsion. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical record received. Event essure partial expulsion added. Case became medically confirmed. Concomitant conditions and drugs are added. Historical conditions and drugs are added. Product , patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("pathology report indicated that micro essure was found to be protruding to the serosal surface at the myometrial indicating uterine perforation") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysgeusia ("metallic taste in mouth"), myalgia ("sore leg muscles"), pruritus ("itchy"), pain of skin ("sensitive skin"), insomnia ("insomnia"), dyspepsia ("heartburn"), flatulence ("abdominal gas"), abdominal distension ("abdominal bloating"), muscle spasms ("muscle spasms"), pain in extremity ("sharp, shooting foot pain"), cardiovascular disorder ("problems with vascular circulation"), onychoclasis ("splitting nails"), alopecia ("hair loss"), dental caries ("tooth decay"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2016, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe, lower abdominal pain / abdominal cramping when not menstruating"), balance disorder ("imbalance resulting in two injurious falls"), menorrhagia ("abnormally heavy menstrual bleeding"), headache ("severe headaches"), fatigue ("fatigue"), weight increased ("weight gain"), dyspareunia ("painful intercourse that became so severe as to be prohibitive"), rash ("skin rashes on neck"), feeling abnormal ("brain fog"), night sweats ("night sweats"), nausea ("nausea"), dizziness ("dizziness"), fall ("imbalance resulting in two injurious falls"), seasonal allergy ("multiple new allergies to several species of grass, weeds, trees, and cats"), joint injury ("elbow injuries"), back pain ("back pain"), adenomyosis ("adenomyosis of the uterus") with pelvic pain and allergy to animal ("multiple new allergies to several species of grass, weeds, trees, and cats"). The patient was treated with surgery (total hysterectomy with bilateral salpingo-oophorectomy), physical therapy (therapy) and physical therapy (therapy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, abdominal pain lower, balance disorder, menorrhagia, headache, fatigue, weight increased, dyspareunia, rash, feeling abnormal, night sweats, nausea, dizziness, fall, dysgeusia, myalgia, pruritus, pain of skin, insomnia, dyspepsia, flatulence, abdominal distension, muscle spasms, pain in extremity, cardiovascular disorder, onychoclasis, alopecia, dental caries, depression, anxiety, seasonal allergy, joint injury, back pain and adenomyosis outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, allergy to animal, alopecia, anxiety, back pain, balance disorder, cardiovascular disorder, dental caries, depression, dizziness, dysgeusia, dyspareunia, dyspepsia, fall, fatigue, feeling abnormal, fibromyalgia, flatulence, headache, insomnia, joint injury, menorrhagia, muscle spasms, myalgia, nausea, night sweats, onychoclasis, pain in extremity, pain of skin, pruritus, rash, seasonal allergy, uterine perforation and weight increased to be related to essure. The reporter commented: postoperatively, she was diagnosed with pelvic pain, as well as adenomyosis of the uterus. Additionally, the surgical pathology report indicated that the left essure micro-insert was found to be "protruding to the serosal surface at the myometrial insertion site," indicating perforation of the uterus. Unfortunately, since her removal surgery, only some her symptoms have resolved. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2013: full occlusion of tubes. She underwent: countless lab tests; mris and x-rays of the back, lumbar spine, pelvis, and abdomen. On (B)(6) 2016 she underwent a diagnostic cystoscopy, laparoscopic and colpopexy. The surgical pathology report indicated that the left essure® micro-insert was found to be "protruding to the serosal surface at the myometrial insertion site," indicating perforation of the uterus. Most recent follow-up information incorporated above includes: on 9-aug-2017: correction was done on 9-aug-17 following company internal coding review, the event = multiple new allergies to several species of grass, weeds, trees, and cats was split to meddra llt pollen allergy and allergic to cats. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("pathology report indicated that micro essure was found to be protruding to the serosal surface at the myometrial indicating uterine perforation ") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, essure was inserted. On (B)(6) 2013, a pelvic ultrasound was performed, confirming full occlusion of her tubes. Within a few months of having the essure device implanted, she began experiencing symptoms, which included: severe, lower abdominal/pelvic pain when not menstruating; severe abnormal cramping, when not menstruating; abnormally heavy menstrual bleeding; severe headaches; fatigue; weight gain; painful intercourse that became so severe as to be prohibitive; skin rashes on neck; brain fog; night sweats; nausea; and dizziness and imbalance, resulting in two injurious falls. Then, starting in or about (B)(6) of 2014, she began experiencing more symptoms including: metallic taste in mouth; sore le muscles; itchy, sensitive skin; insomnia; heartburn and abdominal gas; abdominal bloating; muscle spasms; sharp, shooting foot pain; problems with vascular circulation; splitting nails; hair loss; tooth decay; depression and anxiety. For nearly three years after the essure implant procedure, and continuing to this day, she has endured a difficult medical course during which all of the above symptoms persisted and worsened. Her health and quality of life significantly declined, and other new symptoms developed, including: multiple new allergies to several species of grass, weeds, trees, and cats. Additionally, she was diagnosed with fibromyalgia in (B)(6) of 2016. To treat her myriad of symptoms and assess her conditions, she underwent countless lab tests; mris and x-rays of the back, lumbar spine, pelvis, and abdomen; and physical therapy to treat debilitating back pain, and elbow injuries caused by the falls she suffered as a result of her dizziness, imbalance, sore muscles, etc. On (B)(6) 2016, she underwent a diagnostic cystoscopy, laparoscopic colpopexy, and total hysterectomy with bilateral salpingo-oophorectomy, during which her uterus, both ovaries, cervix, and both fallopian tubes were all removed. Postoperatively, she was diagnosed with pelvic pain, as well as adenomyosis of the uterus. Additionally, the surgical pathology report indicated that the left essure micro-insert was found to be "protruding to the serosal surface at the myometrial insertion site," indicating perforation of the uterus. Unfortunately, since her removal surgery, only some of her symptoms have resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.